Event description:
On february 8, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that on (B)(6) 2020 at around 8:17 pm, he obtained what he felt was an inaccurate high blood glucose result of ¿316 mg/dl¿ with the subject meter. The patient manages his diabetes with unspecified insulin (dose not reported) and humalog insulin (1 unit as needed). In response to the elevated result, the patient claimed he took 20 plus units of unspecified insulin at 8:18 pm. The patient reported that the following day at 3:00 pm he began to feel ¿shaky¿ but denied receiving medical treatment. No other device was used for testing. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.